Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the controller wouldn't turn on. Pt said that the controller was charged fully when they were recharging the implantable neurostimulator (ins) this morning, but the controller turned off when the ins got up to 60% and they hadn't been able to get the controller back on since. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pss had the pt unlock the controller; pt saw the batteries screen with the controller at 90% and the ins at 50%. Pt saw no apparent damage to the recharger. Pss had the pt initiate an ins recharging session. As soon as the pt connected the recharger to the controller, the controller became blank/unresponsive. T he issue was not resolved. An email was sent to the repair department to replace the recharger. Pt said that the issue happened a few times previously when recharging the ins so they would reset the controller and then the equipment seemed to work okay, but now resetting the controller did not resolve the issue. When asked for the event date, pt said that it was probably a month ago.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (B)(6) revealed scratch marks on rtm donut, controller goes blank when rtm is plugged in for 5 min. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.